Event description:
It was reported that post a coronary drug eluting stenting treatment procedure, a thrombosis occurred. The initial procedure occurred in 2005. The physician placed a taxus express2 2.5x16mm drug eluting stent to an unk vessel. The pt was prescribed antiplatelet therapy post procedure. One year post procedure the pt presented with a thrombosis. "Clinical consequences: occlusion of the fore-interventricular average artery with severe coronary syndrome. Coronarography, surgery performed." Add'l info regarding this event has been requested.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.